Event description:
It was reported that the implantable pulse generator (ipg) migrated and was causing discomfort at the lower back. It was also noted that the patient had inadequate pain relief. The patient underwent an explant procedure.